Manufacturer narrative:
The investigation into the positioning issues has been completed. The product was not returned for review. As per clinical, the root cause of the issue was wireless re-access. The impella device is not indicated for wireless re-access per IFU 0048-9007.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 47-year-old male in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient was thrashing in bed and the pump was pulled back into the aorta. Under echo, pigtail could not be identified so the patient was taken back to the catheterization lab for placement under fluoroscopy. The impella was found to be in descending aorta. Attempts were made to re-cross wirelessly but were unsuccessful. The impella was removed, and the patient was placed on dobutamine. Patient was sent to ICU in stable condition.